Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18. H6: investigation summary: customer returned a total of nine pen needles. No inner shields or tear drop labels were returned for full identification. All pen needles were visually inspected. Eight of the returned pen needles have had their cannulas bent at the base of the patient end, while one additional pen needle has had its cannula broken on the same side. Based on the damage present, the needles bending or breaking may have occurred accidentally during handling, putting sufficient force at an angle not aligned with the cannula or coming into contact with hard surfaces. The pen needles were attached to a test pen filled with saline. The pen was primed and saline was pushed through the system. Despite the damage, the saline reached the distal tip of all bent pen needles. The broken needle was occluded due to the damage. No leaks of any kind were found. Leaks were most likely a result of being unable to penetrate the skin during instances where the needle was damaged. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate and confirm the customer¿s indicated failure of a glucose level issue. Bd was able to replicate and confirm the customer¿s indicated failure of needles bending, with one additional needle breaking. The root cause of the needles bending or breaking appears to be accidental damage from stresses caused by the user during routine use.

Event description:
It was reported that the bd ultra fine¿ pen needle leaked onto the injection site. The following information was provided by the initial reporter: "spouse of consumer stated, patient end is bending when her husband takes injection in his stomach stated, insulin is leaking onto injection site stated, numbers have been fluctuating husband was in the background during the call, the wife asked if he rotated injection sites, husband stated, "not all the time."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle leaked onto the injection site. The following information was provided by the initial reporter: "spouse of consumer stated, patient end is bending when her husband takes injection in his stomach stated, insulin is leaking onto injection site stated, numbers have been fluctuating husband was in the background during the call, the wife asked if he rotated injection sites, husband stated, "not all the time"."